Event description:
It was reported to baxter (B) (4) that the reservoir of a basal/bolus infusor had ruptured during patient use in the hospital. There is no report of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
Additional narrative: the device/sample has been requested from the customer to be returned to baxter for an evaluation, however, the device has not yet been received. Should the device/sample and/or additional information become available, a follow-up report will be submitted. (B) (4)